Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had a ruptured. It is uncertain if the patient arrived to the operating room with the iab ruptured or if it happened during the surgery. The operation room team noticed that the iab was ruptured when they went to take him off bypass and restart the intra-aortic balloon pump (iabp). There was no reported patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed based on visual inspection of the device. The cause of the complaint was unable to be determined due to the returned state of the device. The iab was returned with a broken central lumen piercing the outer lumen. Due to the damage, the device was unable to be fully functionally tested. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk of the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) had a ruptured. It is uncertain if the patient arrived to the operating room with the iab ruptured or if it happened during the surgery. The or team noticed that the iab was ruptured when they went to take him off bypass and restart the intra-aortic balloon pump (iabp). There was no reported patient complications.